Event description:
Info was received that reported a pt was hospitalized in 2007 due incident of hyperglycemia. Per the reporter, the pt changed his infusion set one day earlier. The pt reports that when he went to bed that day, his blood glucose was >500. When he awoke the next day, his blood glucose was "hi" and he was transported to the ER. At the time of admit the pt's blood glucose was reportedly >800. He was treated at the hospital with IV fluids and insulin. The pt reports receiving no alerts or alarms prior to the incident. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the prod was within specification.